Event description:
It was reported that the insulin pump vibrate mode stopped working. Customer's blood glucose was 164 mg/dl. The issue did not resolve in troubleshooting. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Insulin pump unable to vibrate during self test due to broken vibrator black wire. Insulin pump had minor scratched display window, cracked battery tube threads.